Manufacturer narrative:
(B)(4).

Event description:
The customer questioned results for multiple patients tested for ise indirect na, k, ci for gen.2 on a cobas 8000 ise module occurring (B)(6) 2017. The customer stated that 15 patient samples had been held by the customer¿s middle-ware and repeat testing was ordered. This prompted the customer to repeat the patient samples that had been held as well as patient samples that had been released out of the laboratory. All the initial results were on (B)(6) 2017 and repeat testing was performed on (B)(6) 2017. The customer repeated 1 patient sample where the initial results had been reported outside of the laboratory and erroneous na results were identified. The initial na result was 142.5 mmol/l. The sample was repeated and the result was 150 mmol/l. The repeat result was believed to be correct. The customer stated that the results for 126 patients needed to be amended following repeat testing. The specific results for those patients were not provided. There was no allegation that an adverse event occurred. The field service engineer (fse) visited the customer site and found reference solution pooled in the ise unit. The unit had been running fine until the reference solution became pooled. The fse replaced all solutions and electrodes. Calibration and quality control (qc) results were within specified limits. Qc was repeated 1 hour later and the results were still fine.

Manufacturer narrative:
The fse found the customer was pooling the reference solution. Product labeling states "if one of the reagent bottles is nearly empty do not just refill the bottle with new reagent. Discard the old reagent bottle, including any remaining reagent." Trending was performed on this type of complaint and no abnormal trend was identified. During a review for this customer site, there were no similar past complaints on any like instrument for the past 12 months.